Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit stopped providing readings for the sevoflurane gas while in use. They replaced it with another gas unit which was functioning properly. No patient harm was reported. Service requested / performed: evaluation / repair. Investigation summary: as the gf-210ra was returned for evaluation and the issue could not be duplicated, root cause cannot be determined. Per the operator's manual for gf-210r, 0614-905501e, page 3.7, known causes for no readings can be related to incorrect settings or use error. As this event was found to be the only occurrence of no sevo analysis reported, it is likely that this event is an isolated incident. No errors were observed during evaluation.

Event description:
The biomedical engineer (bme) reported that the multigas unit stopped providing readings for the sevoflurane gas while in use. They replaced it with another gas unit which was functioning properly. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit stopped providing readings for the sevoflurane while in use. They replaced it with another gas unit which functions fine. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the bedside monitor was being used in conjunction with the multigas unit, but no model or serial number information was provided.

Event description:
The biomedical engineer reported that the multigas unit stopped providing readings for the sevoflurane while in use. They replaced it with another gas unit which functions fine. No patient harm reported.